Event description:
Additional information received reported further event detail. The symptoms the patient was experiencing was increased spasticity and a reversion to the pre-implantation condition. A catheter revision was still planned as previously reported for a catheter migration. The healthcare provider (hcp) expressed that "the possibility exists of a deterioration in the underlying disease". The patient was reported as not recovered, and it was the plan to medically treat the patient for "at least one month" until revision, with "observations being taken of the treatment". A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the catheter was replaced. The patient was reported as not recovered. It was reported related to the catheter migration the adverse event outcome was ¿recovering¿. Following the patient experiencing increased spasticity ¿last year¿, the patient had been treated with internal medicines and saline under observation for clinical course as the symptoms were not serious. It was then decided to conduct examinations during (B)(6) 2013. The catheter was to be replaced depending on results. An MRI was perfumed on the day of this report and the catheter tip was found to have migrated to below the dura; the catheter was then replaced.

Event description:
It was reported that the patient's spasticity "came back" and the patient was receiving no intrathecal baclofen (itb) therapy. The reporter stated that the patient had not gone to see the doctor "for a while." The patient's catheter was once revised due to a kink (refer to mfg. Report # 3004209178-2012-02731). A contrast radiography was performed and results showed termination of the catheter had shifted and reached to under subdural. The cause of the catheter shift was unknown. The reporter stated that medicine and botox therapy would be used instead of itb therapy for a month until revision of the catheter. The physician was to investigate if there was a problem inside the spine before revising the catheter. Additional information has been requested but was not available at the time of this report. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial # unknown, product type catheter.